Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number(B)(4).

Manufacturer narrative:
Image evaluation completed on january 19 , 2022: upon visual evaluation of the image provided in the complaint, a yellowish with wrinkle shell is observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.,based on the information received, the sm mpp gel 350cc breast implant was reported with yellow color. Device evaluation completed on january 19 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant appears to have wrinkles and be yellowish in the shell. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The device and its color were compared to the color standard used to inspect after sterilization. With the standard for comparison, it was confirmed the complaint device is darker than the color standard. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4) after carefully reviewing the event description, the only applicable pec for this complaint is discolored, therefore the pec "shell irregularities (pre-implant)" was removed.

Manufacturer narrative:
Image evaluation completed on december 06 , 2021: upon visual evaluation of the image provided in the complaint, a yellowish with wrinkle shell is observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel, 350cc breast implant experienced discolored: (yellowish) implant intraoperative. No adverse event or patient contact reported.